Event description:
It was reported to boston scientific corporation that a capio suture capturing device (exact type unknown) was used during sacrospinous ligament fixation procedure. When the physician pulled on the suture, it broke and detached from the needle. Reportedly, the physician retrieved the detached needle with forceps. The physician was unable to the procedure because another of the same capio suture capturing device was unavailable. There were no complications to the patient, who was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).